Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the device dislocated. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged 2.6 knotless fibertak®, batch 15346395, was received for investigation. - upon visual evaluation, it was noted that the suture/implant was not returned for evaluation. - functional testing noted that the sutures/implant worked as intended. - no problem found. -refer to investigation photos. -the complaint allegation is not confirmed.